Event description:
It was reported the pt was no longer receiving stimulation on the right side of her head (off-label use) from the lead. It was reported, the lead had one contact with invalid impedance. F/u identified the physician replaced the lead. It was reported, the pt received effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.